Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with currents in specification. A full segment display was due to faulty lcd module display. There was no blank display; however, there was a corroded motor home switch. The insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer states the display is completely unreadable. The insulin pump was returned for analysis.